Event description:
Patient was wearing a pod on the arm for between 36 and 48 hours when blood glucose level rose up to 579 mg/dl, that was accompanied with frequent urination, mild headache, decreased oral intake, and presence of ketones. Medical attention was sought and was wearing the pod at the time. Hospital visit duration lasted 7 hours and was released on the same day. Diagnosis of hyperglycemia was reported. Treatment included intravenous fluids, insulin bolus, and blood work. Parent alleged that that the pod was not delivering insulin due to the cannula not being fully inserted. At the hospital, it was reported that the cannula was not inserted into the skin. Product evaluation is limited as the pod was discarded at the hospital and not returned.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.